Event description:
It was reported that "the catheter was used in a surgery for mitral annuloplasty. The blood pressure suddenly dropped to around 30mmhg when the chest was closed after the procedure. It was then found by echocardiography that a pool of air was in the right atrium and right ventricle. The hemodynamics became stable through medication and there were no patient complications observed. It was unknown if the event was related to the catheter. An 8.5fr intro-flex introducer was used to insert the catheter, but it was discarded at the hospital. Another 8.5fr intro-flex introducer which was used in the same procedure will be returned.

Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe and contamination shield was returned for evaluation. The catheter was returned with one hemostasis type introducer. The cal-cup was not returned. The catheter passed invitro calibration on both vigilance I and vigilance ii monitors. The catheter ran cco on vigilance I and vigilance ii monitors for 5 minutes with no error messages. Thermistor and thermal filament circuit were continuous. The thermistor was found to read 37.2 c when submerged in a 37.1 c water bath. There were no open or intermittent conditions. The catheter body was found to be in good condition. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. A 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip; entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. No visible damage was observed o the returned monoject 1.5cc limited volume syringe. The lot number was not provided; therefore, a device history record review could not be performed. No damages or defects were noted on the returned catheter. There is no indication that the catheter contributed to the complaint reported. The introduction of air is a well known potential complication of all intravenous cannulation. No actions will be taken at this time.